Event description:
It was reported that the device that had a no cassette alarm occur. Event occurred while in use, during patient administration. No patient harmed reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of the no disposable alarm. Visual and functional tests were performed. The customer's stated problem was not confirmed. It was possible that there was a defective downstream/upstream sensor or cassette product. Preventively replaced the downstream occlusion sensor and re-calibrated the upstream occlusion sensor.